Manufacturer narrative:
The insulin pump had intermittent button response and it alarmed button error due to corroded keypad traces. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.

Event description:
Customer reported via phone, the insulin pump had alarmed button error and she was unable to clear it. Alarm occurred while she was getting ready for dinner. Customer's blood glucose was 212 mg/dl. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.